Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted resistance test could not be performed as only the distal segment was returned. The lead was able to be passed through a 7 fr introducer. The helix measurement was unable to be tested as only a partial lead was returned. The helix extend and retract test was unable to be performed due to only a partial lead being returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right ventricular (rv) lead exhibited unstable thresholds that had increased to high. The lead was attempted to be repositioned, but the lead would not secure to the tissue and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.